Manufacturer narrative:
This product was manufactured at argon (B)(4). The complaint statement only stated that they believed that piece of catheter remained in the vein. There was no reference to x-rays or other confirmation that a piece of catheter remained in the vein. A review of the device history records and inspection reports, showed that the first PICC kit was manufactured according to specifications and documented work procedures. Based upon a review of the records, it was confirmed that all of the operations, materials and testing were properly performed on the devices from the affected lot and the test results showed no failures or indications of a potential problem relating to the stylet or guidewire. A sample was received for investigation, however based on the visual examination of the returned sample there was no blood stain or any residuals which indicated that it was a used product. It was concluded that the returned sample was not the actual sample as reported in this incident. Visual examination on the returned sample which consisted of a 20g first PICC catheter with the stylet and catheter tubing, showed no physical damage. There was no kink on the catheter and stylet. Based on the physical examination on the returned sample and available information on the reported incident the cause of complaint described above could not be determined. The actual complaint sample was not returned for investigation and there were no similar nonconformance. If the actual complaint sample is received, the complaint report will be updated.

Event description:
The catheter was placed on the patient without trouble. When it was time to remove the guide wire, this was impossible to do as it was struck. Seeing this difficulty, it was decided to remove the catheter and the guide wire. Both were easy to remove but the guide wire was stayed in the vein the remaining guide wire is extremely difficult and when finished, there is a piece of catheter around the guide wire. This lead us to believe that a piece remains in the vein.